Event description:
It was reported that monitoring data indicated atrial fibrillation/atrial tachycardia episodes along with mode switch behavior. There was also evidence of t wave oversensing and far field r wave oversensing in the episodes. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.